Event description:
It was reported that the ilet user experienced elevated blood glucose, with a reported reading of 229 mg/dl and a sensor that had been disconnected for some time, which the agent explained would stop insulin delivery. The user confirmed no site leakage, recent supply change, and no known scar tissue, and the glucose was trending down during the call with troubleshooting and education completed. Symptoms included hyperglycemia. Outcomes included no alerts or alarms and no need for medical intervention or hospitalization. Investigation included customer interview and device-use review. Investigation of this case revealed user confusion regarding system behavior when the continuous glucose monitor (cgm) is not connected, which leads to cessation of automated insulin dosing and resultant hyperglycemia, with no evidence of infusion site failure or device alarm malfunction. It was concluded, based on previously established findings for similar reports, that the cause was use error due to operating the system without an active cgm connection.